Manufacturer narrative:
All operating currents are within specification. Off no power alarm functions properly. Device passed the displacement test, rewind test, self test and a21 error test. No missing segments or partial display noted. No rewind anomaly noted. Device alarmed a33 during the prime/a33 test and alarmed motor error during the basic occlusion test due to faulty force sensor resistor. Unable to perform the occlusion test, excessive no delivery test and the delivery accuracy test due to a33 alarm. Unable to complete the functional testing or verify drive/motor anomaly and no delivery alarm due to a33 alarm. No unexpected motor noise noted during the rewind test. The motor was tested outside of the device and passed. No damage noted on the lcd glass. Device had minor scratched display window. The test p-cap and reservoir does lock in place in the reservoir compartment. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called and reported that their insulin pump had scratches on the screen hindering the view, unexpected no delivery alarms, had to rewind more than once, and a loud motor. The customer's blood glucose was unknown during the incident. The customer also reported they needed injections one time. The customer declined troubleshooting. The insulin pump will not be returned for analysis.